Event description:
It was reported that during a device interrogation the programmer generated an error message. The service diskette was run but that produced a second error message. The interrogation was completed using another programmer that was readily available and the programmer with the error messages was returned for service. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) analysis could not confirm the reported errors. Device will not boot up far enough to error out.